Event description:
It was reported that revision surgery was performed due to subsidence of the femoral implant and a small fracture in the femur. The decision was made to replace the mia stem with a cemented stem.

Manufacturer narrative:
It was reported that a revision surgery was performed due to subsidence of the implanted sl-plus mia stem lat. W. Ti/ha 2 and a small fracture in the femoral bone. A detailed product investigation could not be performed because no product is available. The x-ray images provided confirm the femoral fracture. The documentation review which contains a complaint review and a batch record review reveals no abnormalities in the production documentation. It can be assumed that it is not a batch related issue. In our instruction for use lit.no. 12.23 implant subsidence or migration is a known side effect, which can have multiple different root causes. Due to insufficient information about the operating procedure and the missing product, a root cause can not be determined. The complaint will be reopened should additional information be available. S+n will continue to monitor these devices for similar issues.